Manufacturer narrative:
The product was not returned for analysis. Photo shows implanted intraocular lens (iol). A mark is visible over the gusset area. Based on our observation of the attached photo, a mark is visible over the gusset area. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the physician observed the presence of adhering material or a scratch at the connection point between the optic and the haptic of the intraocular lens (iol) inside the patient's eye, the surgical procedure was completed without replacing the iol, there is no available sample as the iol with the issue remains inside the patient's eye. He/she tried to aspirate it with I/a, but it could not be removed. He/she tried touching it with the sinskey, but could not get rid of it. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).